Event description:
It was reported that there was a burning smell coming from the back of the console and there were energy issues. Also, the console burned three fibers. The procedure was completed with the same device. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The console was checked; it was found that the debris shield was damaged. The debris shield issue found could have affected the device performance leading to the event experienced by the customer. Therefore, the reported event was confirmed.

Event description:
It was reported that there was a burning smell coming from the back of the console and there were energy issues. Also, the console burned three fibers. The procedure was completed with the same device. There were no patient complications reported.